Event description:
It was reported that a user of the ilet bionic pancreas experienced persistent hyperglycemia after a missed breakfast meal announcement while hospitalized for a non-diabetes hip procedure and receiving pain medication; the pump displayed ¿high,¿ and a confirmatory fingerstick was 430 mg/dl. Symptoms included no reported hyperglycemia symptoms. Outcomes included continued monitoring without escalation or hospitalization for the hyperglycemic event. Investigation included troubleshooting education on the impact of missed meal announcement and recent infusion set and supply change review. Investigation of this case revealed that the elevated glucose was consistent with user-related use error due to a missed meal announcement, with no evidence of device malfunction or component failure. It was concluded, based on previously established findings for similar reports, that the cause was user error related to therapy management.